Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician felt slight resistance while advancing the 3maxc over a guidewire into a penumbra system ace 68 reperfusion catheter (ace68). As the physician continued to advance the 3maxc through the ace68, the 3maxc became broken into two pieces at the proximal half. The 3maxc was then removed from the ace68 and was no longer used in the procedure. The procedure was completed using a velocity delivery microcatheter (velocity) and the same ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc was fractured approximately 26.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a fractured device. It was reported that resistance was encountered while advancing the 3maxc over a guidewire into an ace68 and the device subsequently fractured on the proximal end outside of the patient¿s body. If the device is forcefully mishandled while being advanced against resistance, the device will likely fracture. The root cause of the resistance experienced during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder